Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision of knee components - reason not reported.

Event description:
There is no allegation of device malfunction. Additional information was requested, there was no additional information provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-05011, 1038671-2019-05012 and 1038671-2019-05013.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient left knee revision surgery is most likely due to the patients underlying conditions. This device is used for treatment, not diagnosis corrected data(s): device evaluated by MFR: no device evaluation pending.